Manufacturer narrative:
Two opened company handpieces, were received for the report of bent. The returned samples were visually inspected and found to be nonconforming. Sample # 1 and 2, the plunger was observed to be bent and hitting the inner wall of the barrel. No dimensional inspection for plunger high position could be performed on both samples due to the bent condition. A functional test was performed, for tread engagement and plunger movement and deemed conforming for thread engagement and unable to perform plunger movement due to the bent plunger. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Four photos attached to the parent complaint were reviewed by the investigation site. Photo 1 shows a box label with the product and lot reported. Photo 2 and 3 show a partial view of a company plungers. Photo 4 appears to be a company plungers with the an illegible product and lot number. The reported event cannot be confirmed on the photos attached. The complaint evaluation confirms the company plungers were bent for both samples returned, how and when the plungers became bent cannot be determined from this evaluation. The most likely root cause is handling at any point after the company plungers was shipped from the manufacturing site. This injectors have been in service for approximately 3 years. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the injector was bent. Additional information has been provided, indicating that no patient was harmed. During the preparation of the intraocular lens (iol), a healthcare professional (hcp) noticed that the stamp was bent, preventing them from loading and preparing an iol with it.

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).